Manufacturer narrative:
G3 date for the initial report is 12/11/2023, making it not late. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Rep reported a systemwide impedance check was taken. Contacts 0-7 reported all ventral stimulation. Contacts 8-15 reported all high impedances except contact 14. Bilateral stimulation was achieved with contact 14 and the patient has therapy. The patient runs at a very high amplitude, and he can only turn the stimulation up to a certain level. The patient is seeking a possible appointment with a dr to possibly discuss some imaging that he can look at, and determine what the next steps could be. Rep has not discuss this with the implanting physician yet as rep is waiting to see what the patient would like to do. Rep indicated they can't recollect exact date of being notified, patient has worked with many other reps. Patient has some major limitations on travel, very rural, and had missed a couple appointments, so they never knew what was going on. Rep remembers speaking to the patient last week and he wanted some advice on how to try to use a stimulator better, this is when rep called tech services with the known issue.

Manufacturer narrative:
Continuation of d10: product ID 39565-65 serial# (B)(6) implanted: (B)(6) 2015 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the rep indicated that the pt was scheduled for revision surgery yesterday. His whole system has been removed and replaced with all new equipment. Pt was programmed successfully and pt is happy per caller. Nothing will be returned, discarded by the facility. Pt is 200lbs.

Manufacturer narrative:
Continuation of d10: product ID 39565-65, serial# (B)(6), implanted: (B)(6) 2015, explanted: (B)(6)2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name specify; product ID 39565-65 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2015. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from patient (pt) regarding their implantable neurostimulator (ins). Caller met with pt yesterday in clinic for reprogramming due to pt losing therapy benefit and not being able to turn up stim at all. Pt has had loss of stim therapy issue for about 2 months, but caller was able to do routine reprogramming pt and get good coverage in the past couple of months. Yesterday, impedances fine on 0-7 but all open on 8-15, except for #14. Caller indicates that this was first time impedances had been high. Caller had tried programming using 14 and electrode 6 but was getting ventral stim with this combo (and getting ventral stim with everything on 0-7 side). So caller programmed pt with 14 and 15 and pt was feeling stim. However as of today pt having therapy issue and can't turn up stim with remote. Pt lives in remote area a ways away. No lead imaging has been done but they are going to plan to do this. Pt denies any falls per caller. Tss reviewed possibility of intermittent open but this is conjecture. Reviewed potential need for lead revision.